Event description:
It was reported that the catheter was inserted in a three year old pt via the left internal jugular vein. During the procedure the 8cm vessel dilator was inserted to about 1/2 its length and perforated the innominate vein, resulting in hemorrhage into the left chest cavity. Emergency transfusion and thoracostomy drainage were required. The pt is expected to make a full recovery.